Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that around a month after system implant, patient presented to the emergency room after feeling unwell and experiencing infection symptoms around the implant site. Patient was treated for pocket infection and was discharged home. Patient presented to the emergency room again on (B)(6) 2018 with decreased level of consciousness. Patient became very ill. Patient was intubated and transferred to the intensive care unit. Device explant procedure was planned for (B)(6) 2018; however, before this could be done, the patient expired. The cause of death is unknown. Further information is not available at this time.

Event description:
New information received notes that the physician does not believe that the device contributed to patient's death. Physician believes that sepsis was the cause of death.